Event description:
The patient is reportedly experiencing intermittently out of range impedance values as well as a significant decrement in performance. Testing showed that the device was not functioning. Surgery to explant the patient's c1 device has been scheduled.